Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within spec and passed functional testing. Device passed displacement test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they received motor error alarm after changing batteries and insulin pump did a count down multiple times. Customer stated that insulin pump rejected new batteries and they received no delivery alarm. Troubleshooting for no delivery alarm was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.